Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave was inspected, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter, and multiple deployment tests confirmed proper function in both basket and flower configurations, with no unusual resistance noted. Flushing through the irrigation port was also tested and found to be functional in all deployment states, with no obstructions detected. Additionally, a buildup of adhesive was identified in the discharge tube, however, this did not impact the device performance.

Event description:
During a farapulse pulse field ablation procedure to treat atrial fibrillation (a-fib), a farawave 31mm catheter was selected for use. Upon insertion, the physician observed excessive bubbles during aspiration. Despite aspirating three 20cc syringes of waste, bubbles continued to emanate from the distal end of the catheter. The farawave catheter was removed, and the faradrive sheath was aspirated and flushed according to protocol, with no air bubbles observed. The physician noted that the valve on the faradrive sheath was not leaking and was not considered the cause of the issue. The farawave catheter was then re-prepped as if new. The guidewire was removed, the guidewire lumen was flushed, the flush line was disconnected, the flush port was flushed, and the pressurized flush line was reconnected. The physician ensured that flush was dripping from the port proximal to the basket. The farawave catheter was reinserted according to protocol, and the aspiration process was repeated. However, after aspirating three more 20cc syringes, excessive air bubbles were again observed, appearing to originate from the distal end of the guidewire lumen. For safety reasons, the physician requested a new catheter. The new catheter was prepped and inserted without further issues, and the procedure was completed without complications. The device was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported, during a farapulse pulse field ablation (pfa) procedure to treat atrial fibrillation (a-fib), a farawave pfa catheter was selected for use. Upon insertion, the physician observed excessive bubbles during aspiration. Despite aspirating three 20cc syringes of waste, bubbles continued to emanate from the distal end of the catheter. The farawave catheter was removed, and the faradrive sheath was aspirated and flushed according to protocol, with no air bubbles observed. The physician noted that the valve on the faradrive sheath was not leaking and was not considered the cause of the issue. The farawave catheter was then re-prepped as if new. The guidewire was removed, the guidewire lumen was flushed, the flush line was disconnected, the flush port was flushed, and the pressurized flush line was reconnected. The physician ensured that flush was dripping from the port proximal to the basket. The farawave catheter was reinserted according to protocol, and the aspiration process was repeated. However, after aspirating three more 20cc syringes, excessive air bubbles were again observed, appearing to originate from the distal end of the guidewire lumen. For safety reasons, the physician requested a new catheter. The new catheter was prepped and inserted without further issues, and the procedure was completed without complications. The device is expected to be returned for analysis.